Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18 fr sheath is 6.5mm. In this case, the exact cause of the reported access site injury cannot be determined. Per report, the patient access vessel mld measured 6.6 mm with mild calcification and mild tortuosity. It is possible that there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. The esheath was not returned to edwards lifesciences for evaluation. However, the reported sheath distal tip tear was confirmed per review of photographs of the device after use provided by the facility. A device history record (DHR) review did not revealed any issues that could have contributed to the reported event. Review of complaint history reveals that the occurrence rate of torn sheath distal tip for esheath did not exceed the control limits for (B)(4) 2015. A review of complaint history from (B)(4) 2014 to (B)(4) 2015 revealed similar returned complaints for torn sheath distal tip. Due to previously confirmed complaints for torn distal tip corrective actions were implemented through a CAPA. Engineering studies confirmed that improper scoring at the distal tip can result in radial tears. To address issues of inadequate scoring, the distal tip scoring process was updated. In this case, the scoring operation for the affected lot was performed prior to implementation of this update as a corrective action. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No additional corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, an access vessel injuries and 18fr sheath damage occurred. The edwards's dilators sized 16 fr to 22 fr and non-edwards' 24 fr dilators were used. The dilators, expandable esheath and novaflex+ delivery system were inserted via a surgical cutdown obtained on the left external iliac artery (eia) without difficulty. Upon completion of the case, during sheath removal, digital subtraction angiography (dsa) showed a dissection in the area between the common iliac artery (cia) and external iliac artery (eia). The physician judged the dissection to be mild, no treatment was given. When the sheath was completely removed, damage was noted at the distal end of the sheath shaft. The sheath shaft tore widthwise and it's distal tip and was partly separated. A vascular injury occurred within the access site and a surgical repair was performed. The minimal luminal diameter of access vessel was 6.6 mm with mild calcification and mild tortuosity.